Event description:
It was reported that both t1 and t2 deploy together. No patient injury was reported

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the insertion needle but were returned. Examination of the construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.